Event description:
Diameter of iliac artery was 10.2mm but calcified. It was impossible to introduce the expandable sheath. The catheter on the dilator shrunk and ruptured on dilation of the catheter. A new expandable sheath was reintroduced with the same problem.